Manufacturer narrative:
The fenestrated bipolar forceps instrument was transferred to engineering for advanced failure analysis (afa). The instrument was found to have the conductor wire insulation damaged on both sides of the bipolar yaw pulley near the silicone potting. There was no material missing and closer examination indicated that the conductor wires were not exposed as a result of the damage. The conductor wire insulation was damaged, but the wire was not torn or fully broken. The instrument passed an electrical continuity test. The instrument has 5 remaining uses out of 14. The damaged insulation on both sides exhibited a line pattern mark suggesting that something rubbed against the insulation.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during central processing, on the functional part of the fenestrated bipolar instrument at the front, on the wire, the plastic through which the wire runs was porous. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer stated that the jaw itself and the wire were porous. It no longer looked compliant as it looked frayed. Thermal damage was not observed. The cable was not loose and there was no complete cable break. The customer could not provide additional information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have damage to the conductor wire insulation. There was no missing material, but the wires were exposed. The instrument passed the electrical continuity test.